Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (ess205) (batch no. 581710,623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only one tube was completely blocked 6 months after essure implantation/ failure to occlude (close) fallopian tube(s)" (seriousness criterion medically significant) in 2008. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2003 and (B)(6) 2007), fetal demise in 2002, miscarriage in 2006, spinal column stenosis, miscarriage in 2006, fetal demise in 2002, blood in urine, nausea, d and c, shortness of breath, vomiting blood, heart racing, gonorrhea, syphilis, venereal warts, trichomoniasis, pelvic inflammatory disease and vaginal itching. The patient had no history of migraines prior to undergoing the implantation of essure. Previously administered products included for birth control: ortho evra from 2005 to 2006 and iud from 2004 to 2005; for an unreported indication: vicodin. Past adverse reactions to the above products included nausea with vicodin. Concurrent conditions included obesity, spinal laminectomy since (B)(6) 2009, pregnancy induced hypertension, ex-tobacco user, weakness, numbness, paraesthesia, osteoarthritis knee, tenderness, presbyopia, presbyopia, cyst, abscess, upper respiratory infection, non-smoker and acute sinusitis. Family history included cervical cancer (mother) and hypertension (father)). Concomitant products included famotidine for acid reflux (oesophageal), ibuprofen (motrin) for dysmenorrhea as well as fluoxetine hydrochloride (prozac). On an unknown date, the patient started tylenol #3 at an unspecified dose and frequency. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), depression ("symptoms of depression") and menorrhagia ("menorrhagia"). In 2009, the patient experienced migraine ("severe migraines / migraines mild to severe"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), headache ("headaches") and gastrooesophageal reflux disease ("acid reflux"). In 2010, the patient experienced dyspareunia ("pain during intercourse / moderate to severe dyspareunia (painful sexual intercourse"). In 2011, the patient experienced fatigue ("symptoms of fatigue"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain / moderate pain abdominal daily to a few times per week "), back pain ("severe back pain"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("vaginal bleeding"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation) and surgery ((B)(6) 2008: patient underwent surgical tubal ligation of the tube that was not occluded by essure). At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, bladder disorder, headache, pelvic pain and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrooesophageal reflux disease, genital. Haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal. Haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: there is no evidence of acute fracture or dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2008: only one tube was closed; on (B)(6) 2011: only one tube was closed; in (B)(6) 2007: only one tube was blocked; in (B)(6) 2007: still only one tube completely blocked pregnancy test - in 2006: positive. On (B)(6) 2008 patient had hysterosalpingogram test resulted in since the prior exam from (B)(6) 2007, no significant interval change. The right fallopian tube remains patent and free spillage of contrast into the peritoneal cavity is identified on the right. The left fallopian tube is completely occluded by the essure device. On (B)(6) 2009 patient had MRI lumbar spine without contrast resulted in moderate to severe central canal stenosis at the l3-4 level secondary to degenerative changes as detailed above. At l4-5, there is severe right lateral recess narrowing and mild to moderate left lateral recess narrowing also secondary to degenerative changes. Severe narrowing of the lateral recesses at ls-s1 also as detailed above. These degenerative changes likely impinge upon the exiting l4, l5 and s1 nerve roots. Quality-safety evaluation of ptc: (B)(6). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received-case became incident in follow up. Reporter added, lot number received. Product information updated, patient's historical and concomitant condition added, concomitant drug added,events added as follows:-vaginal bleeding, menorrhagia,bladder disorder,dysuria,headache,pelvic pain,vaginal discharge, gastrooesophageal reflux disease. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('heavy bleeding') and menorrhagia ('menorrhagia') in a 40-year-old female patient who had essure (ess205) (batch no. 581710,623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only one tube was completely blocked 6 months after essure implantation/ failure to occlude (close) fallopian tube(s)" (seriousness criterion medically significant) on (B)(6) 2008. The patient's medical history included miscarriage in 2006, miscarriage in 2006, fetal demise in 2002, fetal demise in 2002, multigravida, parity 2 (B)(6) 2003 and (B)(6) 2007), spinal column stenosis, blood in urine, nausea, d & c, shortness of breath, vomiting blood, heart racing, gonorrhea, syphilis, venereal warts, trichomoniasis, pelvic inflammatory disease, vaginal itching and cystocele. The patient had no history of migraines prior to undergoing the implantation of essure. Previously administered products included for birth control: ortho evra from 2005 to december 2008 and iud from 2004 to 2005; for an unreported indication: vicodin. Past adverse reactions to the above products included nausea with vicodin. Concurrent conditions included spinal laminectomy since november 2009, obesity, pregnancy induced hypertension, ex-tobacco user, weakness, numbness, paraesthesia, osteoarthritis knee, tenderness, presbyopia, presbyopia, cyst, axillary abscess, upper respiratory infection, non-smoker, acute sinusitis, uterovaginal prolapse, stress incontinence, adenomyosis and herniated disc. Family history included cervical cancer (mother) and hypertension (father)). Concomitant products included famotidine from 2008 to 2019 for acid reflux (oesophageal), codeine phosphate;paracetamol (tylenol with codeine no.3) from 2002 to 2014 for dysmenorrhea as well as fluoxetine hydrochloride (prozac), ibuprofen from 2002 to 2014 and medroxyprogesterone acetate (depo provera)(B)(6) 2007 to august 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In may 2008, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In june 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). In may 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / moderate pain abdominal daily to a few times per week"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In august 2009, the patient experienced depression ("symptoms of depression /psychological or psychiatric problems (depression)") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In may 2010, the patient experienced dyspareunia ("pain during intercourse / moderate to severe dyspareunia (painful sexual intercourse)"). In may 2011, the patient experienced fatigue ("symptoms of fatigue"). In september 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria hospitalization and intervention required), back pain ("severe back pain"), weight fluctuation ("weight fluctuation"), migraine ("severe migraines / migraines mild to severe"), headache ("headaches"), dyspepsia ("heartburn") and abdominal discomfort ("abdominal discomfort"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with ciprofloxacin hydrochloride (cipro), sulfamethoxazole;trimethoprim (motrin) and surgery ((B)(6) 2008: patient underwent surgical tubal ligation of the tube that was not occluded by essure, ablation, robotic lap hysterectomy, bilateral salpingectomy, ablation and underwent dilation and curettage, novasure endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, abdominal pain, back pain, weight fluctuation, bladder disorder, urinary tract disorder and headache outcome was unknown, the menorrhagia, dyspareunia, vaginal haemorrhage, gastrooesophageal reflux disease, dyspepsia and abdominal discomfort had resolved, the dysmenorrhoea, depression and fatigue was resolving and the migraine and vaginal discharge had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal discomfort, abdominal pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: there is no evidence of acute fracture or dislocation essure removal surgery scheduled on (B)(6) 2018 due to pain, bleeding, and other symptoms. Plaintiff states that due to failure of occlusion of one fallopian tube she had to undergo tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - in september 2007: results: only one tube was blocked; in december 2007: results: still only one tube completely blocked; on (B)(6) 2008: results: only one tube was closed; on (B)(6) 2011: results: only one tube was closed. Pregnancy test - in 2006: results: positive. On (B)(6) 2008 patient had hysterosalpingogram test resulted in since the prior exam from (B)(6) 2007, no significant interval change. The right fallopian tube remains patent and free spillage of contrast into the peritoneal cavity is identified on the right. The left fallopian tube is completely occluded by the essure device. On (B)(6) 2009 and (B)(6) 2009 patient had MRI lumbar spine without contrast resulted in moderate to severe central canal stenosis at the l3-4 level secondary to degenerative changes as detailed above. At l4-5, there is severe right lateral recess narrowing and mild to moderate left lateral recess narrowing also secondary to degenerative changes. Severe narrowing of the lateral recesses at ls-s1 also as detailed above.these degenerative changes likely impinge upon the exiting l4, l5 and s1 nerve roots. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage ¿ lot number: 581710 manufacture date: 2007/03 expiration date: 2009/02 lot number: 623195 manufacture date: 2007/02 expiration date: 2009/01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received new event and onset date added heartburn, abdominal discomfort. Treatment drugs, concomitant drugs and medical history was added. Event outcome updated acid reflux vaginal bleeding, menorrhagia, dysmenorrhea (cramping), fatigue, dyspareunia, depression, heartburn, abdominal discomfort. Vaginal discharge, migraines. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (ess205) (batch no. 581710,623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only one tube was completely blocked 6 months after essure implantation/ failure to occlude (close) fallopian tube(s)" (seriousness criterion medically significant) on (B)(6) 2008. The patient's past medical history included multigravida, parity 2 ( (B)(6) 2003 and (B)(6) 2007), fetal demise in 2002, miscarriage in 2006, spinal column stenosis, miscarriage in 2006, fetal demise in 2002, blood in urine, nausea, d & c, shortness of breath, vomiting blood, heart racing, gonorrhea, syphilis, venereal warts, trichomoniasis, pelvic inflammatory disease, vaginal itching and cystocele. The patient had no history of migraines prior to undergoing the implantation of essure. Previously administered products included for birth control: ortho evra from 2005 to (B)(6) 2008 and iud from 2004 to 2005; for an unreported indication: vicodin. Past adverse reactions to the above products included nausea with vicodin. Concurrent conditions included obesity, spinal laminectomy since (B)(6) 2009, pregnancy induced hypertension, ex-tobacco user, weakness, numbness, paraesthesia, osteoarthritis knee, tenderness, presbyopia, presbyopia, cyst, axillary abscess, upper respiratory infection, non-smoker, acute sinusitis, uterovaginal prolapse, stress incontinence and adenomyosis. Family history included cervical cancer (mother) and hypertension (father)). Concomitant products included famotidine for acid reflux (oesophageal), ibuprofen (motrin) and panadiene co (tylenol #3) for dysmenorrhea as well as fluoxetine hydrochloride (prozac). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), depression ("symptoms of depression /psychological or psychiatric problems (depression)") and menorrhagia ("menorrhagia"). In 2009, the patient experienced migraine ("severe migraines / migraines mild to severe"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and gastrooesophageal reflux disease ("acid reflux"). In 2010, the patient experienced dyspareunia ("pain during intercourse / moderate to severe dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced fatigue ("symptoms of fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria hospitalization and intervention required), abdominal pain ("severe abdominal pain / moderate pain abdominal daily to a few times per week"), back pain ("severe back pain"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("vaginal bleeding") and vaginal discharge ("vaginal discharge"). The patient was hospitalized (B)(6) 2017. The patient was treated with surgery (robotic lap hysterectomy, bilateral salpingectomy), surgery (underwent dilation and curettage, novasure endometrial ablation), surgery (ablation) and surgery ((B)(6) 2008: patient underwent surgical tubal ligation of the tube that was not occluded by essure). Essure (ess205) was removed on 6-mar-2018. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, bladder disorder, headache and gastrooesophageal reflux disease outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: there is no evidence of acute fracture or dislocation essure removal surgery scheduled on (B)(6) 2018 due to pain, bleeding, and other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on 5-jan-2008: only one tube was closed; on (B)(6) 2011: only one tube was closed; in september 2007: only one tube was blocked; in (B)(6) 2007: still only one tube completely blocked. Pregnancy test - in 2006: positive. On (B)(6) 2008 patient had hysterosalpingogram test resulted in since the prior exam from (B)(6) 2007, no significant interval change. The right fallopian tube remains patent and free spillage of contrast into the peritoneal cavity is identified on the right. The left fallopian tube is completely occluded by the essure device. On (B)(6) 2009 patient had MRI lumbar spine without contrast resulted in moderate to severe central canal stenosis at the l3-4 level secondary to degenerative changes as detailed above. At l4-5, there is severe right lateral recess narrowing and mild to moderate left lateral recess narrowing also secondary to degenerative changes. Severe narrowing of the lateral recesses at ls-s1 also as detailed above. These degenerative changes likely impinge upon the exiting l4, l5 and s1 nerve roots. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage.¿ lot number: 581710, manufacture date: 2007/03, expiration date: 2009/02; lot number: 623195, manufacture date: 2007/02, expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 581710, 623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only one tube was completely blocked 6 months after essure implantation/ failure to occlude (close) fallopian tube(s)" (seriousness criterion medically significant) in 2008. The patient's past medical history included multigravida, parity 2 ((B)(6)), fetal demise in 2002, miscarriage in 2006, spinal column stenosis, miscarriage in 2006, fetal demise in 2002, blood in urine, nausea, d & c, shortness of breath, vomiting blood, heart racing, (B)(6), pelvic inflammatory disease and vaginal itching. The patient had no history of migraines prior to undergoing the implantation of essure. Previously administered products included for birth control: ortho evra from 2005 to 2006 and iud from 2004 to 2005; for an unreported indication: vicodin. Past adverse reactions to the above products included nausea with vicodin. Concurrent conditions included obesity, spinal laminectomy since (B)(6) 2009, pregnancy induced hypertension, ex-tobacco user, weakness, numbness, paraesthesia, osteoarthritis knee, tenderness, presbyopia, presbyopia, cyst, axillary abscess, upper respiratory infection, non-smoker and acute sinusitis. Family history included cervical cancer (mother) and hypertension (father)). Concomitant products included famotidine for acid reflux (oesophageal), ibuprofen (motrin) and panadeine co (tylenol #3) for dysmenorrhea as well as fluoxetine hydrochloride (prozac). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), depression ("symptoms of depression /psychological or psychiatric problems (depression)") and menorrhagia ("menorrhagia"). In 2009, the patient experienced migraine ("severe migraines / migraines mild to severe"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), headache ("headaches") and gastrooesophageal reflux disease ("acid reflux"). In 2010, the patient experienced dyspareunia ("pain during intercourse / moderate to severe dyspareunia (painful sexual intercourse"). In 2011, the patient experienced fatigue ("symptoms of fatigue"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria hospitalization and intervention required), abdominal pain ("severe abdominal pain / moderate pain abdominal daily to a few times per week"), back pain ("severe back pain"), weight fluctuation ("weight fluctuation"), vaginal haemorrhage ("vaginal bleeding"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). The patient was hospitalized from (B)(6) 2017. The patient was treated with surgery (ablation), surgery (underwent dilation and curettage, novasure endometrial ablation) and surgery ((B)(6) 2008: patient underwent surgical tubal ligation of the tube that was not occluded by essure). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, uterine haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, bladder disorder, headache, pelvic pain and gastrooesophageal reflux disease outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: there is no evidence of acute fracture or dislocation essure removal surgery scheduled on (B)(6) 2018 due to pain, bleeding, and other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: only one tube was closed; on (B)(6) 2011: only one tube was closed; in (B)(6) 2007: only one tube was blocked; in (B)(6) 2007: still only one tube completely blocked. Pregnancy test - in 2006: positive. On (B)(6) 2008 patient had hysterosalpingogram test resulted in since the prior exam from (B)(6) 2007, no significant interval change. The right fallopian tube remains patent and free spillage of contrast into the peritoneal cavity is identified on the right. The left fallopian tube is completely occluded by the essure device. On (B)(6) 2009 patient had MRI lumbar spine without contrast resulted in moderate to severe central canal stenosis at the l3-4 level secondary to degenerative changes as detailed above. At l4-5, there is severe right lateral recess narrowing and mild to moderate left lateral recess narrowing also secondary to degenerative changes. Severe narrowing of the lateral recesses at ls-s1 also as detailed above. These degenerative changes likely impinge upon the exiting l4, l5 and s1 nerve roots. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage¿. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-feb-2018: medical record received. Event abnormal uterine bleeding was added and hospitalization added for event. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.